Event description:
Hypoglycaemia, novopen 3 felt very tight when injecting [device issue], intentional misuse - use of expired novopen 3. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "hypoglycaemia" beginning on (B)(6) 2018, "novopen 3 felt very tight when injecting" with an unspecified onset date, "intentional misuse - use of expired novopen 3" with an unspecified onset date, and concerned a (B)(6) female patient who was treated with novopen 3 (insulin delivery device) from an unknown start date due to "type 1 diabetes". Patient's height, weight and body mass index (bmi) were not reported. Medical history included type 1 diabetes (for 50 years), dementia and hypoglycaemia. The patient had a family history of diabetes (patient's daughter is diabetic). Patient's pre-treatment drug includes novorapid flexpen (insulin aspart) and insulatard flexpen concomitant medication includes insulin(insulin). It was reported that the patient had good eyesight and no kidney problems. The patient used the novopen 3 since it came on the market. It was reported that the patient's daughter helped her and thought that the pen felt very tight when injecting. It was reported that the patient used of expired novopen 3 (intentional misuse) on (B)(6) 2018, the patient was at a family gathering and took insulin injection prior to eating cake. After eating she measured blood glucose and it was 4.1 (unit not reported) and then she wanted to take additional injection of insulin even though the daughter recommended her not to do so. On the way to home, the patient felt bad and had symptoms of hypoglycaemia and the daughter wanted the patient to drink and eat something to raise blood glucose but the patient refused to do so. After a while the patient became unresponsive and the daughter called for an ambulance and they set glucose drop. On (B)(6) 2018, the patient was again hospitalized for 10 days due to hypoglycaemia. The long hospitalization was due to the fact that the patient was suffering more and more from dementia and could not go back home until a treatment plan was in place for the patient. On (B)(6) 2018, the patient discharged from hospital. The patient was now getting helps 3 times daily with insulin injections from hcp (health care professional) and had changed to novorapid flexpen and insulatard flexpen. The patient's blood glucose was now around 15 mmol/l and the doctor wants as the patient must not get new hypoglycaemic events. Action taken to novopen 3 was not reported. The outcome for the event "hypoglycaemia" was recovered. The outcome for the event "novopen 3 felt very tight when injecting" was not reported. The outcome for the event "intentional misuse - use of expired novopen 3" was not reported. This case is linked to (B)(4) (same patient). On 13-feb-2018, this case was re-classified from non-serious to serious due to the event hypoglycaemic with seriousness criteria hospitalization.

Event description:
Investigation result: novopen 3 - batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following: investigation result updated. Manufacturer's comment updated. Narrative updated. Manufacturer's comment/company comment: on (B)(6) 2018: as the device novopen 3 has not been returned to novo nordisk a/s for investigation and very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in (B)(4). Novopen 3 - batch unknown no investigation was possible, because neither sample nor batch number was available.